Manufacturer narrative:
Follow up report indicated that the patient had recovered from the surgery. There is no report of impact or consequence to the patient. Nevro is awaiting the return of the device for analysis.

Event description:
It was reported to nevro that the insertion needle detached from the hub during the trial procedure. The detached needle was retrieved with no harm to the patient and the case was completed successfully.

Manufacturer narrative:
The needle hub was returned detached from the cannula. There were no defects found on the surface of the cannula body. High magnification was used to observe fracture surfaces. The inspection revealed insufficient solder material at the hub and cannula circumference. This issue has been addressed with the manufacturer and corrective action has been implemented. Review of the severity and occurrence rate for this type of event shows that the overall risk is within acceptable limits.